Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure, the vessel sealer extend (vse) instrument failed to adequately seal an unspecified vessel, resulting in excessive bleeding. The surgeon was able to get control of the bleeding with a new, backup vse instrument but needed to bring in a suction irrigator instrument to clear the operative field to complete the procedure. The amount of blood loss is not known. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
As of the date of this report, the vse instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No photographic images or video recordings are available for review. An instrument log review was performed by an isi failure analysis engineer (fae). The review did not find anything that would indicate excessive bleeding. There were a few instances of high initial starting impedance which is usually caused by excessive fluid/tissue in between the jaws, but the user was able to utilize the sealing function multiple times after that error had appeared. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the failed to adequately seal an unspecified vessel. As a result, excessive bleeding was observed although the blood loss volume was not provided. A back up vse instrument was used to control the bleeding. The cause of the customer reported failure mode is unknown.

Manufacturer narrative:
Refer to field h9 for the corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in section h7 and h9.